Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Cliam# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -6.5/5.0/100 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was later explanted due to excessive vault and the problem resolved. The reporter states the cause of this event is unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).